Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive radio frequency pic failed self test. Customer's blood glucose was 308 mg/dl. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump alarmed rf pic failed during the self test due to a faulty component on the radio frequency board. Unable to complete functional tests due to the alarm. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.